Event description:
It was reported that balloon rupture occurred. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, during the fifth inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.